Event description:
Boston scientific received information that during a follow up visit, this device displayed two years batter longevity remaining and a magnet rate of 100 bpm. During the previous six and three month earlier visits, the device displayed longevity remaining of less than one-half year remaining. This device has been five years. No programming changes were made. Further follow is intended in three months. An internal technical service consultant was contacted and recommended a memory download be performed for further review. The physician is aware of this information and monitoring this device. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.